Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The complaint record reasonably suggests that no further information can be obtained to complete a full assessment.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer's blood glucose level was 586 mg/dl at the time of the incident. The customer went into diabetic ketoacidosis but was not hospitalized. The customer was assisted with troubleshooting but the issue was not resolved. The customer did not return the product back for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical block alarm noted during testing. The insulin pump was programmed with a test guardian 2 link sensors and the glucose sensor simulator. Programmed the sensor low settings for 90 md/dl and turned the alert on low, suspend on low, and resume basal alerts on. The insulin pump was monitored, the glucose sensor simulator blood glucose level was lowered, and the alert on low, suspend on low, and resume basal alerts activated at 86 mg/dl properly. No unexpected sensor errors occurred and suspend on low and resume basal alert functioned properly. The insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.